Event description:
It was reported that a half day infusor was leaking. This occurred after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). This device was manufactured from 06/24/2013 - 06/26/2013. The device was returned for evaluation. A visual inspection identified fluid in the housing. A functional leak test was performed, revealing a leak from the welded area of the volume indicator port. The reported condition was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause was determined to be due to a manufacturing issue. This issue is being investigated through CAPA. Should additional relevant information become available, a supplemental report will be submitted.